Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it could be observed a partial part of the device which is in used condition, water drops can be seen on the sleeve., the white sleeve is shown in the photo as well as the applier needle. The white sleeve is damaged. No structural anomalies in the applier needle could be found. The original packaging is not shown in the photo. A manufacturing record evaluation was performed for the finished device umber 9l92783 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the sleeve condition, this complaint can be confirmed, the customer reported a damaged unused device, however the device is shown completely out of its original packaging, also, the white sleeve shows water drops on it. A possible root cause for the sleeve damaged, can be attributed to procedural variables, such handling of the device, or product interaction during procedure; a sharp instrument may touched the plastic sleeve while the device was inserted into the patient's knee, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the sleeve on the truespan meniscal repair system peek 12 degree device was damaged upon opening its package. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.